Event description:
The customer reported the system shut down uncommanded and went to boot up mode. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu needs to replaced; however, the system is end of life and the cpu is no longer available.